Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for connecting the transfer set to the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) was connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy on the homechoice machine. The care giver (cg) stated that this occurred after power was lost at the home at the end of therapy. The technical service representative advised the cg to have the hp disconnect aseptically. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.